Event description:
"Catheter dislodged, increase in spasticity." Catheter replaced and spasticity controlled. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.